Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead exhibited worsening heart failure symptoms. An x-ray was performed which showed a poor location of the lv lead. A surgical revision was performed and the lead was surgically abandoned and replaced because the physician was unhappy with the location of the lead. No additional adverse patient effects were reported.